Manufacturer narrative:
This lead is not expected to be sent back for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to the insulation being pulled back exposing the conductors. No additional adverse patient effects were reported.